Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.